Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia. It was noted that the right ventricular (rv) lead had fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.